Event description:
The customer received questionable results for approximately eighty patient samples tested for albumin bcg (albumin). The physicians caught the low results and asked to have samples repeated. Corrected reports were issued for each of the approximate 80 samples. Of the approximately eighty patient samples, the customer provided examples from three patient samples which had erroneous results. The first patient sample initially resulted as 2.5 g/dl and this value was reported outside of the laboratory. The sample was repeated and resulted as 4.6 g/dl. A corrected report was issued for the repeat value. The second patient sample from a (B)(6) female, initially resulted as 1.5 g/dl and this value was reported outside of the laboratory. The sample was repeated and resulted as 4.6 g/dl. A corrected report was issued for the repeat value. The third patient sample initially resulted as 1.8 g/dl and this value was reported outside of the laboratory. The sample was repeated and resulted as 3.9 g/dl. A corrected report was issued for the repeat value. It is unknown if any of the patients were adversely affected by (B)(4) with an expiration date of 09/30/2012. The albumin r2 reagent lot number was (B)(4) with an expiration date of 01/31/2013. The field application specialist could not determine a cause for the event. Patient samples were repeated and the results corresponded with previous results.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A root cause could not be identified. Additional information was not provided for further investigation. It is unknown whether the erroneous result caused an adverse event. No patient information is available.